Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer experienced elevated blood glucose levels (343 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, sometimes customer loads cold insulin into the cartridge. Customer stated the pump settings have recently been changed by health care professional.